Manufacturer narrative:
This investigation is still in progress. Once the investigation is completed, a supplemental report will be provided.

Event description:
The consumer reported a false positive result with the binaxnow covid-19 antigen self test otc, 2 test pack. The sample type nor date of occurence was available by the customer. No adverse patient effects were reported. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
B5: event information updated to indicate that two false reports were received. Investigation report: the information to enable further investigation, such as the kit's lot number, was not provided and an investigation was notable to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. Related MFR report number: 1221359-2022-01470.

Event description:
Consumer reported two false negative results with the binaxnow¿ covid-19 antigen self test on an unknown date via social media post. This report is for patient one (1) of two (2).